Event description:
The customer reported system errors that prevented the system from booting to a usable state. No patient or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and repaired through the fsck (file systems check) process. The system was tested and found to be working as intended and returned to service.